Manufacturer narrative:
Section d4 catalog number was corrected.

Event description:
It was reported that an impella cp was implanted in a patient already experiencing ventricular tachycardia. The pump was pushed into the ventricle and a suction alarm occurred. The p level of the pump was reduced to resolve the alarm. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Infection/tachycardia: the cause of the injuries were not determined due to insufficient clinical details. Device in wrong position: based on the clinical detail provided that the pump was pushed into the ventricle by the physician, the cause of the positioning issue was determined to most likely be a result of an unintended user error. False alarm: based on data log review, it was determined that the position unknown (low pulsatility) alarms were triggering correctly, and the trends in data logs along with clinical details that the patient was experiencing vt indicate that the cause of the alarm trigger was most likely patient condition related.

Event description:
An impella cp was inserted via the femoral artery for the support of a 63-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock presenting in scai stage c shock. Prior to the pump placement the patient was on an intra-aortic balloon pump (iabp) and a vent for respiratory needs. On the day of implant there was ventricular tachycardia (vt), though prior to the pump placement there was vt storm, and the pump was seen to be out of appropriate position and showing suction/low flows. The pump was seen to be positioned along the mitral apparatus. Malpositioning of the pump can contribute to arrhythmia. The suction was resolved by standard troubleshooting of turning down the p level of the pump and the pump was repositioned. There was no lasting harm. After weeks of support there was a diagnosis made of fungal infection. The infection was not thought to be due to the use of the pump. After 15 days of support the patient expired when care was withdrawn. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage c.

Manufacturer narrative:
Based on additional information section b1, b2, b5, d6b, h1 and h6 were updated.